Manufacturer narrative:
The pictures and the sample received confirm the claimed defect. Five retained samples were evaluated. Visual inspection shows no defects. The 5 were connected to the rubber stopper of an unused infusion bag. After disconnection, no issues found in the spike of the connector. Several tests and inspections are carried out during manufacturing process. During the molding process a visual inspection is performed, and critical to quality dimensions (spike internal diameter, spike base external diameter) are measured to avoid faulty parts. The assembly process is manually, therefore 100% of the parts are visually inspected. The device history record was reviewed and no quality notifications were found. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Confirmed: bd was able to confirm the customer¿s indicated failure. Others- deformed during use the pictures and the sample received confirm the claimed defect. 5 retained samples were evaluated. Visual inspection shows no defects. The 5 were connected to the rubber stopper of an unused infusion bag. After disconnection, no issues found in the spike of the connector. Inspections and tests in manufacturing area for protectors: visual inspections and critical dimensions for c90 housing part are performed in molding area. Visual inspections for protector and membrane are performed by the operator. Burrs, unfilled parts, particles, dirty, burned parts, incorrect color, etc. Critical to quality dimensions of all protectors housing are measured (8 injections/8 hours). Assembly process: it is a manually assembly process, 100% of the parts are visually inspected. The following inspections are performed for connector c90: visual inspection: correct welding of the membrane. Membrane welding test is performed with a curette to verify the correct welding of the membrane. Correct location of the membrane in the connector housing cavity. Verify that welding burrs don´t exceed the tolerance. Parts without dirt. Spike tip without damages. Automatically inspection: membrane: no welding of the membrane in the housing, no welding of the housing and no membrane, welding housing without membrane, skewed membrane, upside down membrane, dirty, etc. Leakage between membrane and connector housing. Investigation conclusion: even though the defect is confirmed, the defect couldn¿t be duplicated using the retained samples. No qn¿s or other events were found during DHR review.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when trying to puncture the stopper in the bd phaseal¿ l connector c90j product bent vertically and became deformed. Found before use. No serious injury or medical intervention noted.